Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.1 and 1.2 pyxibus module controller board cable clip was loose. A field service engineer removed and replaced the module controller due to a loose cable clip. Acceptance tests were completed on both drawers. Hardware tests were performed on the drawers, and all latches and cabling were inspected. The hardware test application was used, and no issues were found. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer failures were observed. Drawers 1.1 and 1.2 repeatedly failed, and the cable connected to the drawer was found to have popped out multiple times. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.